Event description:
The user facility reported their reliance vision single chamber washer's enzyme flow meter was leaking. No report of injury or procedural delay or cancellation.

Manufacturer narrative:
The investigation of this event is currently in process. A follow up MDR will be submitted once additional information becomes available.

Manufacturer narrative:
In-service training was conducted with the user facility on september 9, 2015 regarding the proper use and maintenance of the reliance vision single chamber washer.

Manufacturer narrative:
A device technologies australia technician arrived onsite, inspected the unit, and identified the enzyme flow meter required replacement. The technician replaced the enzyme flow meter, tested the unit, and confirmed it to be operating according to specification. The DHR for the unit was reviewed and no issues were noted. Upon further investigation, it was identified that the reported event is the result of inadequate maintenance. Section 4 of the maintenance manual states, "prime/calibrate [pump and flow meters] 2x per year." The unit is not under steris contract agreement for maintenance. Proper maintenance of the washer will be reviewed with the user facility.

Event description:
No report of injury. However, there were reports of procedural delays. It is unknown if any procedures were cancelled due to the reported event.